Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. End user was instructed in appropriate skin care and reports using dove soap; stomahesive paste; and skin bond. Washing to try active life convex; sure fit natura with convex insert; and eakin, however, end user declined trial of non convex appliance. End user was evaluated by md on (B)(4) 2014 who recommended duoderm extra thin over the wound and to see a wound ostomy continence nurse for eval. End user was scheduled for an eval with a wocn on (B)(6) 2014. No add'l info has been provided to date. Should add'l info become available, a f/u report will be submitted.

Manufacturer narrative:
The product associated with batch 3m00245 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user exhibited an open wound under the mass at 6 o'clock position measuring approximately one fourth to one half inch about one inch from stoma base.